Manufacturer narrative:
Although requested, information regarding details of specific events was not provided. As serial numbers for the devices were not provided, the associated device history records were not reviewed. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that the implanting surgeon and referring optometrists had noted a general trend post-operatively from december 2024 through march 2025. Post-implantation of the intraocular lens (iol), they observed increased inflammation noted by cells in the anterior chamber, though not as severe as toxic anterior segment syndrome (tass). The inflammation was treated with extended use of steroids. For some patients, the chronic inflammation over a period of months post-operatively caused capsular phimosis, leading to decentration and hyperopic shifts. For these patients, yag capsulotomy or recentering/repositioning of the intraocular lens was performed. In the surgeon's opinion, the most likely cause of the event is the lens, stating it is more bio-reactive than it used to be. Additional information was requested but not received.